Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The infusion set accidentally pulled out during use due to tubing catching on something or pump falling. The patient replaced infusion sets and resumed insulin delivery successfully. No further information available.